Event description:
It was reported that: our technician arrived on (B)(6) 2015 to check and if necessary to repair the device in the hospital. Our technician received information that this device already had a failure of ventilation without alarming on (B)(6) 2015. A replacement device was ordered and the concerned device was requested for investigation. No injury was reported.

Manufacturer narrative:
The device was requested for investigation but not yet received. The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.